Manufacturer narrative:
(B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2019, the patient underwent emergent endovascular procedure to treat a rupture of a chronic stanford type b aortic dissection using conformable gore® tag® thoracic endoprostheses. Reportedly, the diameter of a proximal area was around 40 mm and a descending true lumen was around 21 mm. A tgu262110j device was deployed in the descending aorta, and a tgu454510j was deployed proximal to the first device to cover a primary entry tear located in the descending aorta. A re-entry tear was located around the origin of the celiac artery, and it was embolized by a vascular plug. The patient tolerated the procedure. On an unknown date in 2020, computed tomography showed that the true lumen became bigger because of remodeling of the aorta, and the distal end of tgu262110j was not opposed to the aortic wall as a result. Also, there was a new entry tear around the proximal end of tgu262110j, and the false lumen was enlarged. Therefore, on (B)(6) 2020, re-intervention was performed. A guidewire was advanced between the endoprosthesis and the aortic wall to access the new entry tear, and it was embolized by a vascular plug. A gore® tag® conformable thoracic stent graft with active control system (tgm343415j) was then additionally implanted to extend the pre-existing endoprosthesis distally. No issue was observed, and the procedure was completed. The physician reportedly thought that the degree of aortic remodeling might be higher than expected, and tgu262110j might be undersized against the patient¿s aorta.